Manufacturer narrative:
(B)(4). Reported event was confirmed as medical records/radiographs were provided and reviewed and identified the following: general anesthesia, posterolateral approach, revision due to pain and pseudoarthrosis, znn removed without difficulty, no significant findings dictated regarding implants, non-zb components implanted without complications. Visual examination of the returned product identified a portion of the thread form is damaged. Product identifiers are conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: a1, a3, b4, b5, d1, d2, e1, g3, h1, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent initial right hip osteosynthesis with a trochanteric nail approximately 3 and a half years ago due to a comminuted fracture. Subsequently, the patient was revised about 2 years ago due to pain and pseudoarthrosis. The nail was removed without difficulty, and a total hip arthroplasty was performed without complications. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 47248510010, znn, cmn lag screw, 10.5 mm, 100 mm, lot #: 3076664. Catalog #: 47249321210, cmn femoral nail, ccd 130, right, 10 mm, 21.5 cm, lot #: 3076099. Catalog #: 47249003004, standard 3.0mm anti-rotation pin, lot #: 65166295. G2: france. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.